Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. The complaint sample is not available, therefore a search in the sap system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. In addition, the record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services and stated that he had an infection that was not caused by the cycler. Follow-up with the patient's nurse confirmed the patient had been diagnosed with peritonitis. Culture results showed elevated white blood cell count and no bacterial growth. The nurse could not confirm the source of the peritonitis and was not sure if the peritonitis was due to a breach in aseptic technique. The patient was prescribed antibiotics (drug name, dose, route, and frequency unknown). The pd nurse reported that patient was no longer on peritoneal dialysis and had transferred to on hemodialysis. Medical records were requested.